Manufacturer narrative:
The device was received not deployed. The download data indicates that the pod completed its first priming sequence and then it was subsequently deactivated by the user, resulting in the needle to not deploy. Device was returned in pod state 15 confirming the device was deactivated. No damages or defects were observed that would result in a needle not deploying.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported while a patient was wearing a pod for less than an hour upon initial activation both the needle and the cannula had not deployed. The patient removed the pod from the insertion site.